Event description:
Report rec'd of fluid continuing to run after the pump was stopped and the pump door was opened. The pt was an adult receiving nipride at an unspecified rate. The pump was turned off and the pump door was opened. It was reported that fluid continued to flow after the pump door was opened. The rn caring for the pt noted this immediately and "pulled the plunger on the cassette" to stop the flow of medication. There was nothing hanging on the secondary line and the secondary port was reported to be capped off. The pump was replaced and the same tubing was kept. The customer contact reported that the pt no longer required the nipride infusion and the tubing was then discarded. There was no reported adverse pt event. No medical intervention was required.